Event description:
Consumer reports erratic consecutive readings. Analysis run on clark error grid using mean average (50) as ref. Point vs. Bd readings of (24, 76) yielded data points in the "d" rage of grid, outside of acceptable range. Consumer felt "76" reading was accurate to the way patient felt.